Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the beginning of (B)(6) 2017 she did fall into diabetic ketoacidosis and was hospitalized. She believes it was because she was under a lot of stress and was not checking her blood sugars. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.